Event description:
The insert did nto fit on the baseplate. There was no adverse consequence for the pt or surgical delay.

Manufacturer narrative:
The results of the MFR's evaluation suggests this event is not device related but is associated with intra-operative procedures.